Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other device associated with this event: heartware ventricular assist system ¿ controller 2.0 model 1420 / expiration date 31aug2018 / serial number (B)(4)/ mfg date 31aug2017 (B)(4). Device not returned (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented to clinic with chest pain after having been to the gym. The patient was connected to the monitor and the vad coordinator noted an electrical fault alarm. A preliminary review of the controller log files confirmed the reported electrical fault alarm. An inspection of the patient¿s driveline was performed on (B)(6) 2018. The previously performed driveline sheath repair was removed revealing that the outer sheath was partially missing in a certain area. A circumferential cut was observed at the strain relief approximately 2cm from the connector nut. A possible cut to the inner lumen was seen together with the cut; but damage to the inner wires could not be verified. Manipulation of the driveline was not able to reproduce any event exceptions or controller alarms. A driveline sheath repair was performed from the strain relief to approximately 15cm from the driveline exit site. Further manipulation of the driveline was still not able to reproduce any event exceptions. In addition, the gap between the connector clamp nut and the connector body was larger than 0.045¿ and threads were visible. Mild manipulation could not turn the clamp but and it was kept as it was. The inspection and driveline repair were not associated with any pump stoppage. Pictures of the driveline sheath taken during this inspection and repair appear to confirm the reported events. The next day, the site reported another electrical fault alarm. A preliminary review of the controller log files confirmed the reported event. On (B)(6) 2018, the patient returned to have the system evaluated and was given prophylactic intravenous heparin and dobutamine with a full medical team present. An inspection of the driveline connector revealed recessed pins and that the pump was running on a single stator. A splice repair and controller exchange were performed with successful re-start of the pump on dual stators. In addition, due to the condition of the driveline sheath, a sealant was used between the driveline and the splice compression nut. A driveline sheath repair was then performed from the driveline anchor around the exit site down to the splice tube. The inspection and repair are reported to have been associated with three pump stops that lasted less than twelve seconds in total. The patient was reported to have tolerated the pump off time well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Correction: b1 was changed from product problem to adverse event and product problem. B2 outcome attributed to adverse event was changed from "blank" to hospitalization and intervention required. H1 type of reportable event was changed from malfunction to serious injury. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: driveline cable (B)(4) and controller (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. The reported "electrical fault alarms" event was confirmed through analysis of controller log files. Analysis of controller log files revealed six electrical fault logged between 02/08/2018 and 02/20/2018. All alarms were due to an overcurrent condition resulting in the pump running on a single stator (front stator only). Two high watt alarms were logged between 2/18/2018 and 2/19/2018, which are indicative of the increased power consumption associated with the pump running on a single stator. A vad disconnect alarm was logged on 02/20/2018, which corresponds with the splice procedure. Visual inspection of the driveline revealed a break in the outer sheath, thus confirming the reported sheath damage event. A driveline sheath repair was performed to mitigate the conditions reported. No damage to the wires was observed. The reported recessed pin event was confirmed through inspection of the connector, which revealed that two pins associated with wires belonging to the rear stator were recessed. A gap between the connector clamp nut and connector body was also revealed, confirming the reported connector gap event. Functional testing of the driveline revealed that the driveline passed the locking mechanism test and the continuity test for the four wires not associated with the recessed pins. Failure analysis of the returned controller revealed that the device passed functional testing; a visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Based on the available information, the damage to the driveline outer sheath was a progression of the previously reported damage. An internal investigation was opened to evaluate driveline sheath damages; based on the investigation conducted, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. An internal investigation was opened to evaluate recessed pins and loose connector bodies; based on the investigation conducted, the most likely root cause of the recessed pins and connector gap may be attributed to a reduction in bonding strength due to the interaction of rtv silicone and epoxy during assembly and/or an inadequate in-process gap distance specification. Based on the available information, the most likely root cause of the electrical fault alarms event may be attributed to the recessed pins, which may have come in contact with each other, triggering electrical faults due to a short circuit. Continuation of correction/removal number: z-0067-2019 additional products: 1420, serial number: (B)(4). UDI#: (B)(4). Concomitant medical products: yes, return date: 2018-03-12 device evaluated by MFR: yes. FDA method code(s): 10, 4112, FDA results code(s): 180, FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.